Manufacturer narrative:
Investigation: photo evaluation: two photos were returned for investigation from the photo, observed discoloration of syringe barrel and illegible printing on scale line. The complaint is confirmed, and product is out of specification. A) discoloration barrel based on assembly and molding DHR review there was no abnormality during production run. Require sample returned for further investigation. B) illegible print on scale line probable cause for this non-conformance happened at the assembly machine when there is product jammed and hence resulted the subsequent syringe to rub against the tooling and jammed product which caused damaged on the barrel body and rubbed off on the scale line. Require sample returned for further investigation and to confirm the root cause.

Event description:
It was reported that there were 100 instances where bd¿ syringe, luer slip with needle had barrel discoloration and scale making was blurred.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 100 instances where bd¿ syringe, luer slip with needle had barrel discoloration and scale making was blurred.